Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's one touch ultra2 meter was reading inaccurate high. The medical affairs specialist (mas) spoke with the reporter on august 25, 2008 and obtained the following information. The reporter claimed that the alleged issue began on the evening of eleven days earlier. On original date, the patient tested her blood glucose at 11:39am and reportedly obtained a reading of "240 mg/dl." The reporter mentioned that the patient took an additional 5 units of novolog insulin as a result of the reading. Approximately 20 minutes later the patient retested on the subject meter and obtained a result of "163 mg/dl." At 1:15pm that same day the reporter claimed the patient reportedly began to feel shaky, and therefore tested on the subject meter. The patient obtained readings of "131 and 65 mg/dl" performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Just prior to obtaining the "65 mg/dl" on the subject meter, it was reported that the patient tested on her husband's meter and had obtained a reading of "63 mg/dl." The patient's spouse indicated that the patient treated herself with food and felt better afterwards. At the time of troubleshooting, the cca confirmed that the test strips were in good condition, that the patient was using the correct technique to apply the sample, and that the puncture area was being cleaned properly. The reporter did not have control solution to test the meter/strips at the time of call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.